Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device battery longevity displayed gray bar when interrogated. The device was rewarmed and kept at rom temperature and it still showed gray bar. The device was no used. There was no patient involvement.